Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of the tip of the syringe being snapped off in the sealed package could not be verified due to the product not being returned for failure investigation. A device history record review for model my8060 lot number 91935201 was performed. The search showed that a total of 23,003 units in 1 lot number was built on 118jan2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.due to no sample being received, an investigation could not be performed and a root cause could not be determined. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. See h10.

Event description:
It was reported that texium needle-free syringe, 20 ml tip snapped off during use. The following information was provided by the initial reporter: material #: my8060 batch #: 91935201 it was reported the tip was received, snapped off in the sealed package.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that texium needle-free syringe, 20 ml tip snapped off during use. The following information was provided by the initial reporter: material #: my8060 batch #: 91935201. It was reported the tip was received, snapped off in the sealed package.